Event description:
It was reported that one of the user facility's perfusionists feels that the values on blood parameter monitor (bpm) are off, since the bpm potting upgrade. They continue to evaluate this data. No other details regarding the nature of this event were provided.

Manufacturer narrative:
This complaint was discovered in an anonymous survey monkey customer survey, which was administered by the terumo marketing department to see how the emsar blood parameter monitor (bpm) potting upgrade has been impacting customers. Since the survey was anonymous, ther eis no complaint information except for the issue listed. F/u is not possible at this time.